Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred during (B)(6) 2018. The patient manages their diabetes with basaglar insulin and 4 units of humalog insulin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not report developing any physical symptoms as a result of the alleged product issue but was reportedly hospitalized as a result of the alleged product issue. While in the hospital the patient¿s blood glucose was allegedly measured to be ¿11mg/dl¿ on an unnamed hospital device and the patient was treated with ¿IV fluids¿ in response to this. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used. The patient¿s product(s) were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs suggestive of a serious injury adverse event after the alleged meter issue began.